Event description:
It was reported while pushing a patient on the cot toward the driveway curb at the hospital the front wheels became lodged within the cracks of the damaged curve. The wheel of the stretcher allegedly became twisted within the crack of the curve and the stretcher became unbalanced and allegedly fell over on its right side. The patient allegedly sustained injuries to her right arm and leg and an emt allegedly sustained injury to her left hand and leg due to the stretcher allegedly falling on her. The complainant confirmed the patient required medical intervention at the hospital but did not provide any further details about the alleged injuries or any medical intervention sought by the emt. An investigation has been initiated and the product will be returned to manufacturer for product evaluation.

Manufacturer narrative:
The cot was returned to the manufacturer on 5/26/2016 and a visual and functional evaluation was conducted by quality personnel. The patients right footend caster was noted to have some wear to the swivel bearing; however, the cot functioned as intended and the incident could not be duplicated when attempts were made to recreate the reported incident. The overall condition of the cot was noted to be good. The cot was 5+ years old at the time of incident. It was determined a malfunction of the cot was not the contributing factor to the reported incident but rather the terrain and lack of control of the cot. Follow up communication was held with the complainant and they confirmed the patient did seek medical treatment at the ER but the extent of the alleged injury was unknown and no further communication had been provided to the complainant. The complainant did not provide any information on the alleged injury to the assisting medic.

Event description:
It was reported while pushing a patient on the cot toward the driveway curb at the hospital the front wheels became lodged within the cracks of the damaged curve. The wheel of the stretcher allegedly became twisted within the crack of the curve and the stretcher became unbalanced and allegedly fell over on its right side. The patient allegedly sustained injuries to her right arm and leg and an emt allegedly sustained injury to her left hand and leg due to the stretcher allegedly falling on her. The complainant confirmed the patient required medical intervention at the hospital but did not provide any further details about the alleged injuries or any medical intervention sought by the emt. An investigation has been initiated and the product will be returned to manufacturer for product evaluation.